Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to an electrical component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that blurry image was found due to an electrical problem. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: h6 health effect - clinical code e2402 (removed), h6 health effect - impact code f26 (removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.